Event description:
It was reported the patient had "passed out." Interrogation of the device revealed there was an increase in lead impedance over the past year from 500 ohms to 1000 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.